Event description:
User received discrepant phosphorus results for one patient sample. Initial result 11.6 mg/dl. User states their lis system caught this high result, and they decided to repeat the sample. Repeat result 3.3 mg/dl. Initial result was not reported. The field service rep determined this was caused by an improperly filling cuvette rinse due to dirty and clogged lines. He flushed and cleaned the lines. Performance tests were performed which were within specification.